Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a plumset that the customer reported the vent hole leaks causing a spillage of an unspecified chemotherapy. No additional information is provided.